Manufacturer narrative:
Manufacturer was able to duplicate the issue upon re-test. A software anomaly was uncovered with new software version upgrade (06.04). The two noted patients were scanned and received the following dose accumulation of 182.72mgy (or ctdi.vol) and 194.51mgy (or ctdi.vol). The system was reconfigured backed down to 06.03 and issue was resolved and system calibration was done successfully. The suspect software code has been resolved and is a candidate for effectivity on a new version of software to be released as 06.04.01, which is under beta testing at this time. No population injury was incurred as a result of this issue. The software fix once effective after verification and validation testing will resolve this issue. The dose accrual did not exceed the 1 gy threshold neurologica has in place by design.

Event description:
Customer called to report that during multiple scans, the system initially would shoot x-ray as required, but then moved the incorrect distance on its own and then started to emit x-ray again.